Manufacturer narrative:
Eval in progress, but not yet concluded.

Event description:
During preparation for use of the device for a cardiopulmonary bypass procedure, the user reported, the central control monitor did not complete the start-up process and colored, vertical lines appeared on the screen. After powering the monitor off and on several times, the screen appeared as expected. An alternate device was employed for the procedure. The user reported, the surgical procedure was completed successfully, and there were no adverse consequences to a pt as a result of this event.